Event description:
It was reported that during a da vinci assisted bilateral inguinal hernia surgical procedure, the sheath disengaged from the force bipolar instrument. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken main tube approximately 46.55 mm from the distal tip. The main tube is broken, and some pieces are missing. However, the size of the missing pieces cannot be confirmed, indicating that a fragment has detached from the instrument. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have a dislodged proximal clevis at the distal end near the main tube. The proximal clevis became dislodged due to the broken main tube. The complaint regarding the sheath disengaged from the instrument was confirmed by failure analysis. The probable root cause of a broken instrument adapter can be attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.